Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an unspecified vessel puncture closure was attempted using two proglide devices after an unspecified procedure. Reportedly, with the first proglide device the needle felt stuck, force was applied and a suture break occurred. A second proglide device was used and the same result occurred. The method to achieve hemostasis was not provided. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty removing the needles/plunger and suture break were not confirmed as not all device components were returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty removing the needles/plunger; however, the suture break and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.